Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user with temporary visitor access lost access to the patient lists on one device when access was granted to two different areas. A technical support specialist (tss) provided an explanation that patient visits were device-specific based on the units and areas assigned to both the device and the user. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user with temporary visitor access lost access to the patient lists on one device when access was granted to two different areas. However, there were no delay or adverse events or injuries reported based on this event.